Event description:
It was reported via repair work order that the power load transfer would not pull all the way out to enable the cot to be in the correct position to unload. The release arm bottom, had broken off and got wedged under one of the foot end releases of the transfer, this was not allowing the transfer to come all the way out. No patient was affected and no adverse consequence reported.

Event description:
It was reported via repair work order that the power load transfer would not pull all the way out to enable the cot to be in the correct position to unload. The release arm bottom, had broken off and got wedged under one of the foot end releases of the transfer, this was not allowing the transfer to come all the way out. No patient was affected and no adverse consequence reported.

Manufacturer narrative:
Upon completion of a health risk assessment provided by a healthcare professional, this issue if repeated is not likely to result in serious injury or death to the patient or caregiver. No adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.